Event description:
It was reported that the physician used the sofia 88 for a stroke patient that had an ica terminus occlusion. The physician placed the sofia 88 at the distal ica terminus and proceeded to aspirate. The sofia moved forward into the middle cerebral artery during aspiration. After the initial pass, an angiogram was performed and the occlusion was cleared but showed irregularity of the mca. The middle cerebral artery received injury while the sofia 88 was aspirating. No further testing other than the angiographic images done post thrombectomy. The physician provided heparin. The patient condition and outcome was reported to be good. Additional information received indicated that no further testing done other than the angiographic images done post thrombectomy and the physician gave heparin. Please see h6 & h11.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted.

Event description:
It was reported that the physician used the sofia 88 for a stroke patient that had an ica terminus occlusion. The physician placed the sofia 88 at the distal ica terminus and proceeded to aspirate. The sofia moved forward into the middle cerebral artery during aspiration. After the initial pass, an angiogram was performed and the occlusion was cleared but showed irregularity of the mca. The middle cerebral artery received injury while the sofia 88 was aspirating. No further testing other than the angiographic images done post thrombectomy. The physician provided heparin. The patient condition and outcome was reported to be good.